Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination found the mid shaft bond kinked. The crimped stent and balloon sections of the device were visually and microscopically examined and 6 distal struts were found damaged. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 3x28mm, concentric target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. A 2.75x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another stent followed by post-dilatation with a 2.0x20mm balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.